Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit is having issues with the fill manifold not holding pressure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. The fse that encountered the issue replaced the fill manifold assembly. The fse performed a complete pm with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The removed helium reservoir assembly was returned to the national repair center(nrc) for investigation. The nrc received a helium reservoir assembly with a report that the unit was losing pressure during pm. Performed visual inspection of the helium reservoir assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the helium reservoir assembly into nrc iabp cardiosave test fixture for testing of the reported problem. Performed and tested the helium reservoir assembly in accordance with procedure and the cardiosave service manual in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the unit was losing pressure during pm. The nrc is unable to replicate the failure. Retaining the helium reservoir assembly in the nrc per procedure.

Event description:
N/a.